Manufacturer narrative:
This report is submitted on (B)(6), 2022.

Event description:
Per the clinic, the patient experienced an infection (staph aureus) at the device site which was treated with topical antibiotics. The implant remains in-situ.